Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens. Patient's visit on (B)(6) 2012, ucva 20/22.

Manufacturer narrative:
(B)(4).